Event description:
Reporter stated the customer has experienced hypoglycemia that required medical intervention, and he believes the insulin delivery of the infusion device is inaccurate. His blood glucose was 26 mg/dl on (B)(6) 2015 at 2:10 a.m. He contacted the paramedics and received unknown treatment. The alleged product was returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.